Manufacturer narrative:
The device was returned and the malfunction was duplicated and the battery well housing was replaced to resolve the malfunction. The event battery was not returned for eval.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's battery well was damaged by a third party battery that had overheated, and now battery is unable to be seated into the battery well. Complainant indicated that there was no pt involvement in the reported malfunction.